Event description:
The customer reported the system failed to display images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were re-seated and the power supply tested. The system was then found to be operating as intended.